Manufacturer narrative:
This product will not be returned. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of damaged/defective is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that, the shock impedances from the right ventricular (rv) lead were high out of range. Subsequently the physician decided to replace the rv lead. After open the pocket it was noted that all three leads were defect. In the last operation, the clinic used lead repair kits for all leads. The left ventricular (lv) lead pacing impedances were high out of range. The physician decided to replace all the leads including this right atrial (ra) lead. No additional adverse patient effects were reported.

Event description:
It was reported that, the shock impedances from the right ventricular (rv) lead were high out of range. Subsequently the physician decided to replace the rv lead. After open the pocket it was noted that all three leads were defect. In the last operation, the clinic used lead repair kits for all leads. The left ventricular (lv) lead pacing impedances were high out of range. The physician decided to replace all the leads including this right atrial (ra) lead. No additional adverse patient effects were reported.